Event description:
In middle of the anesthetic, the aisys machine displayed the warning "calibrate flow sensors". To perform this calibration, the flow sensor assembly needs to be withdrawn from the machine and reinserted, and I did this. While performing this task the flow sensor connectors became disconnected. I could not replace the flow sensor connectors - both the need to reinsert the connectors into a holding device and the correct position up/down within the holding device were unclear. Therefore we were left with a non-functioning anesthesia machine in the middle of the anesthetic. In order to preserve the patient's safety, we got the emergency bag-valve-mask device and began to deliver ventilation. Biomed engineers were called. Emergency ventilation was performed. To avoid patient awareness and pain, anesthesia was replaced with propofol, since the sevoflurane anesthesia was being removed by the manual resuscitator that can deliver only oxygen. Sevoflurane anesthesia was reinstituted once the anesthesia machine was put back together and was functional again. Emergency actions were successful and patient safety was maintained. She had no vital signs perturbation or desaturation, and afterwards reported no intraoperative awareness.

Event description:
In middle of the anesthetic, the aisys machine displayed the warning "calibrate flow sensors". To perform this calibration, the flow sensor assembly needs to be withdrawn from the machine and reinserted, and I did this. While performing this task the flow sensor connectors became disconnected. I could not replace the flow sensor connectors - both the need to reinsert the connectors into a holding device and the correct position up/down within the holding device were unclear. Therefore we were left with a non-functioning anesthesia machine in the middle of the anesthetic. In order to preserve the patient's safety, we got the emergency bag-valve-mask device and began to deliver ventilation. Biomed engineers were called. Emergency ventilation was performed. To avoid patient awareness and pain, anesthesia was replaced with propofol, since the sevoflurane anesthesia was being removed by the manual resuscitator that can deliver only oxygen. Sevoflurane anesthesia was reinstituted once the anesthesia machine was put back together and was functional again. Emergency actions were successful and patient safety was maintained. She had no vital signs perturbation or desaturation, and afterwards reported no intraoperative awareness.